Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r318.

Manufacturer narrative:
A review of the image result files for the antibody screening assay showed that cell 3, which is fya positive, resulted as negative and visually appeared negative. Only the homozygous fya positive cells reacted on the antibody identification panel. Heterozygous fya cells resulted as negative. Positive results were obtained with both heterozygous and homozygous cells on the extended antibody identification panel. In-house testing confirmed the presence of the fya antigen on retention product. Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. An antibody screen was performed on the customers submitted sample by manual capture with retention capture-r ready-screen (3), lot r318, and capture-r ready indicator red cells, lot 221006. Controls performed as expected and customers sample resulted as positive with cells 1 and 2, and negative with cell 3 (fya pos). The unexpected reactivity appears to be related to the nature of the antibody in the patient's sample.